Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller working with pt who uses a demagnetizing tool that sits on corner of pt's desk when working with small parts. Generally pt hasn't noticed any changes in stim while working with this tool. Pt did report a "zinger" of stimulation when she felt stim go into her leg. Caller is unsure if this is related to use of demagnetizing tool or not. Caller notes that pt will get stimulation into pt's leg if pt arches back or sneezes when stimulation is at higher settings. Pt only reports having one "zinger" and caller says this event occurred today or within the past week. The zinger did occur while pt was working at her desk.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that nothing was done and after talking with the patient again, the patient thinks that maybe she just twisted her body a little that caused the ¿zinger¿ to go down her leg at the time she was next to the demagnetizer. She called just for clarification since she knows it has to be put into a certain mode for mris. The ¿zinger¿ only happened one time and she has been next to the demagnetizer since implant, which was in (B)(6) 2021. The date of the ¿zinger¿ was sometime during the week of (B)(6) 2022. The issue has been resolved.